Event description:
This unsolicited case from united states was received on 27-may-2017 from a patient. This case involves a female patient of unknown age who started treatment with synvisc and few weeks later couldn't get out of bed, had septic arthritis, after an unknown latency had trouble walking, had fallen and pain in knee/still in pain. Medical history included: broke her left knee and her right knee bothered her. No past drugs, concomitant medication or concurrent condition was reported. On an unknown date in 2011, the patient started treatment with intra-articular synvisc injection (dose, frequency, indication; batch/ lot number and expiration date: not provided) administered by a doctor. On an unknown date in 2011, after third shot, few weeks after starting treatment with synvisc, the patient couldn't get out of bed and was taken to hospital. Patient was discharged two days later and ended back in hospital with pain in knee. After a couple weeks, she went to another hospital and was told she had septic arthritis and was admitted for 18 days and needed home care. Her infection was cleared and she still had trouble walking (latency: unknown). On an unknown date, after an unknown latency, patient had fallen and was still in pain every day. The patient stated that the doctor should have never given her the medication. Action taken: no action taken. Corrective treatment: not reported for all events. Outcome: not recovered/ not resolved for pain in knee/still in pain; recovered/ resolved for septic arthritis; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization or prolongation for couldn't get out of bed, pain in knee/still in pain. And septic arthritis. Pharmacovigilance comment: sanofi company comment dated 01-june-2017: this case concerns a female patient who received synvisc injections and was later hospitalized as she couldn't get out of bed and had septic arthritis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of information regarding patient's current clinical presentation, detailed medical history, status of knee disorder, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from united states was received on 27-may-2017 from a patient. This case involves a female patient of unknown age who started treatment with synvisc and few weeks later couldn't get out of bed, had septic arthritis, after an unknown latency had trouble walking, had fallen and pain in knee/still in pain. Medical history included: broke her left knee and her right knee bothered her. No past drugs, concomitant medication or concurrent condition was reported. On an unknown date in 2011, the patient started treatment with intra-articular synvisc injection (dose, frequency, indication; batch/ lot number and expiration date: not provided) administered by a doctor. On an unknown date in 2011, after third shot, few weeks after starting treatment with synvisc, the patient couldn't get out of bed and was taken to hospital. Patient was discharged two days later and ended back in hospital with pain in knee. After a couple weeks, she went to another hospital and was told she had septic arthritis and was admitted for 18 days and needed home care. Her infection was cleared and she still had trouble walking (latency: unknown). On an unknown date, after an unknown latency, patient had fallen and was still in pain every day. The patient stated that the doctor should have never given her the medication. Action taken: no action taken corrective treatment: not reported for all events. Outcome: not recovered/ not resolved for pain in knee/still in pain; recovered/ resolved for septic arthritis; unknown for other events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: hospitalization or prolongation for couldn't get out of bed, pain in knee/still in pain and septic arthritis. Additional information was received on 01-jun-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 1-jun-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 01-june-2017: this case concerns a female patient who received synvisc injections and was later hospitalized as she couldn't get out of bed and had septic arthritis. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Lack of information regarding patient's current clinical presentation, detailed medical history, status of knee disorder, concomitant medications and other risk factors precludes the complete medical case assessment.